Event description:
It was reported that the patient heard the alarm sound and the yellow wrench light appeared on the mobile power unit (mpu). The patient then tried to reconnect the mpu and charged the aa batteries, but the situation did not resolve. A functional demo was provided for the patient's safety and the defective product was kept, or disposed, at the hospital. The issue resolved with exchange of the mpu. There did not seem to have been any issues with the v-lock connector on the ac power cord. The ac power cord did not come loose from the wall outlet or the back of the unit. They did not see any environmental issues that may have caused the defect. They checked the cable connection, aa battery status, home electric supply and found nothing.

Manufacturer narrative:
Section e1: reporter phone number as originally reported: (B)(6). Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) producing a yellow wrench alarm was not able to be confirmed. The mpu (serial number: (B)(6) was not returned for evaluation. Provided information indicated that log files related to the event were not available for review. It was noted that the v-lock connector, cable connection, aa battery status, and home electric supply was all unremarkable. There were no environmental issues, disconnections from the wall outlet or disconnections of the ac power cord at the back of the unit. The root cause of the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including those which would produce a yellow wrench) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.